Event description:
It was reported that the sensor glucose readings were inaccurate. The blood glucose reading was in the 200 mg/dl range, compared with the sensor glucose reading of 68 mg/dl. On another occasion, the customer noted that her blood glucose reading was 333 mg/dl, and she complained of not feeling well. She stated that she had been hospitalized twice, once for an infection, and another time due to high blood glucose levels. She stated that the sensor glucose reading was in the 200 mg/dl range, but her blood glucose reading at the time of hospitalization was over 300 mg/dl. She complained of chest pains and nausea. She was treated with an intravenous drip, but her blood glucose levels rose to the 400 mg/dl range the next morning. She advised that she had discontinued use of the sensors since they had such inaccurate readings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.